Event description:
The customer stated that she tested her blood glucose and received a reading of 193 mg/dl using her breeze2 meter. She decided to add 50 mg/dl to her reading and medicated based on that result. The customer took too much insulin and paramedics were called. They tested the customer's glucose at 39 mg/dl using their meter. The customer was treated with a shot of dextrose and taken to the hospital. The customer did not receive any more treatment once at the hospital. She was given food and juice and was released after several hours. The customer stated that she is a brittle diabetic and was not placing any blame on her breeze2 meter. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.